Event description:
It was reported that patient experienced hyperglycemia event on (B)(6) 2026 and treated with administering insulin through manual syringe because patient reported that infusion set changes every three to four days cause an insulin flow blocked alarm and it was noted that the infusion set had expired

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.